Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The shaft, hypotube, and bonds were microscopically and visually examined. The hypotube was completely separated 63.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). A 4.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the tip fractured. The fractured tip was removed together with the guide catheter from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.